Event description:
Physical injury customer switched from legacy to lp and feels that there is more skin irritation and breakdown. Awaiting pt information. Not yet received.

Manufacturer narrative:
(B)(4). Carefusion marketing dept to follow-up with further training for caregivers regarding correct mask placement and use.